Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device mkz596 batch number, and no non-conformance's were identified. Summary: received for analysis two detached needles and five sutures pieces of product code jj31g, lot mkz596. The product code is control release and required eight strands per packet. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, no suture remnant at the barrel of the hole were observed. In addition, the suture was examined, and the impression of the swage area was not observed due to the end was cut appears to by use of a surgical instrument. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿four of the strands broke off at the end of the needle¿. Representative samples: received for analysis six unopened samples of product code jj31g, lot mkz596. The product code is control release and required eight strands per packet. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Events were submitted via medwatches 2210968-2020-02811, 2210968-2020-02812, 2210968-2020-02813 and 2210968-2020-02814.

Event description:
It was reported that the patient underwent a partial hysterectomy on (B)(6) 2020 and the suture was used. During the surgery, the suture detached/broke off from the needle during use. There were no patient consequences reported.